Event description:
It was reported that during a breast biopsy procedure, when the probe was removed, the marker was stuck to the end of sheared off plastic. There were no pt consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.